Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. The device was found cracked by the tube holders and both of front corners of top case, it was also cracked on right plunger case and battery door. The bottom case was also cracked by main screw. The occlusion test to verify the claim of the motor not running was not able to be performed due to the force sensor test error. The device was also unable to be calibrated due to the force sensor at high standard (no force). Normal wear of motor assembly, worm gear, leadscrew and old clutch halves must be the root cause of the motor mot running error. The force sensor, plunger cable and plunger board were found with some physical damage. In order to resolve the reported issue, the motor assembly was replaced along with the worm gear, leadscrew and clutch halves. The force sensor, plunger cable and plunger board were also replaced. Occlusion testing was performed and all functional testing passed.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medfusion 3500 pump displayed motor not running and force sensor error message. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.